Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist confirmed that repeat testing was performed because they noticed the ipth level 1 quality control (qc) was low and out of range, and the discordant result did not match with patient test history. The customer stated that only sample ID (B)(6) produced a discordant result. Before repeating the patient sample, qc was rerun, and results were confirmed to be in the specified range. The weekly maintenance has been performed prior to qc and sample runs, and no recurrence of a discordant result is noted. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed an inspection of the instrument and identified an air leak in the y-junction of the wash 1 tubing assembly. The tubing was replaced, and a precision run was performed. The instrument produced acceptable results, and the coefficient of variation (cv) of replicates was acceptable. Siemens has investigated this event and concludes that the wash 1 tubing is the potential cause for the discordant falsely depressed ipth result. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely depressed intact parathyroid hormone (ipth) patient result was obtained on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The customer performed repeat testing in duplicate, using the same sample and instrument, and the result was higher. The customer informs that repeat results were in alignment with patient test history. There are no reports of patient intervention or adverse health consequence due to the discordant ipth patient result.